Event description:
It was reported that during an open roux-en-y procedure, three devices were used. It was found during analysis that four staples malformed for one of the devices. An unk amount of extra time was added to the case. There was no pt consequence.